Event description:
Pump lost programming, not while in use. No injury to pt. Pump to be returned. Backup pump functional. We will send new one. Malfunction started (B)(6) 2019. We sent new pump on 05/21/2019 to replace. No other info is known or was provided. Is the actual device available for investigation? Yes. Did we (MFR) replace device? Yes. Did the pt have a backup device they were able to switch to? Yes. Did the reported product fault occur while in use with a patient? No. Did the product issue cause or contribute to patient or clinical injury? No. Reported to (B)(6) by pt/caregiver.